Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided in b5 and in h6 (health effect - clinical code) aortic valve insufficiency/regurgitation (e062101) was added based on the new information received.

Event description:
Clinical narrative (updated). Further clinical details have been shared by the medical team. The patient experienced aortic valve regurgitation of a level ii grade. The pump was repositioned to decrease the severity of the insufficiency. Additional treatment for the valve was not deemed necessary. The pump was explanted on day 4 of the support, and the site closed by the manta closure device. The patient survived the valve harm. It is not known if the patient had any underlying valve disease, as the only known history was diabetes.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support a 60 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying history was inclusive of diabetes. The pump supported for 4 days and was then weaned and explanted. Weeks later abiomed learned of adverse events that took placed during the support. The patient developed signs of acute kidney injury in elevated creatinine but, no dialysis was initiated. There was also elevated plasma free hemoglobin and hemolyzed labs indicative of hemolysis. The team gave blood products and repositioned the pump to troubleshoot. The two plasma free hemoglobin were at 51 and >100mg/dl. And finally, at the time of pump explant there was a femoral dissection that did not prompt intervention as it was a non-flow limiting. The patient survived the harms, which were noted to be of possible relationship to the pump use.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Renal failure/cardiogenic shock/peripheral vessel artery dissection/aortic valve regurgitation/pdi: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/pdi: the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.